Manufacturer narrative:
Continuation of medical devices: product ID neu_unknown_lead, product type lead. Information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that a lead revision was being done on the day of the report. The rep stated that the surgeon was having difficulty inserting the lead into the cervical space due to some obstruction in that location. The rep said they were going to close the patient and redirect them to a neurosurgeon for placement of the surgical lead; a second surgery would be scheduled at some time in the future. The rep asked what they can do with the ins to preserve it until new lead surgery can be implanted. It was reviewed that the best option was to plug both ports and leave it in the patient until lead surgery can be scheduled. The rep asked about dipping the ins in bacitracin bath; it was reviewed that there was no information in the implant manual regarding that process but stated that it would be important to keep the ports dry and clean. It was noted that the rep ran out to their car to get a 2nd plug for the ins. No symptoms were reported. No further complications were reported.

Manufacturer narrative:
Update made to the initial aware date of event: (B)(6) 2018. Product ID: 977a290, serial# (B)(4), product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer's representative. It was reported that the lead was removed because it mig rated downward and was not providing proper coverage for stimulation. It was reported that the patient stopped getting stimulation where he needed it. Patient thought he might have over done it when he moved from one state to the other. Patient stated he moved 2-3 months ago. The revision was aborted. The battery was re-implanted without a lead pending referral to a neurosurgeon for a surgical lead placement. Rep reported first being aware of event on (B)(6).